Manufacturer narrative:
(B)(4). The analysis results showed that one ax55g device arrived with no apparent damage and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the handle did not lock. Does this mean that the device would not close? The device could not shut down. It was reported that ¿could not eject the instrument.¿ does this mean that the device would not fire the staples? The device could not eject the tissue between the jaws. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device would not release the tissue from the jaws. How was the device removed from the patient tissue? Were there any consequences to the patient as a result of the tissue not releasing from the jaws of the device? If yes, please describe.

Event description:
It was reported that during an open colectomy procedure, the handle did not lock and could not eject the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.